Event description:
The customer reported erroneous differential test results were obtained from a single pt over several days while using the coulter lh 500 hematology analyzer. There were instrument generated messages with the test results. Erroneous test results were reported out of the laboratory. Upon physician's request a manual differential was done. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 6 events reported by this customer.

Manufacturer narrative:
The sample was collected in an edta vacutainer tube and was run within 1 hr of collection. Controls were run before this incident and recovered within assay limits. Samples were not rerun to confirm accurate back to the last acceptable control run. Service was not requested and/or dispatched because this happened on one specific sample. The raw data is not available for this event. The root cause is unk; however the instrument did generate instrument flags that prompt the customer to further review the sample. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 2 of 6 reported by this customer. This MDR is related to the following mdrs that have been reported: 1061932-2011-01632, 01634, 01635, 01636, 01637.